Manufacturer narrative:
H.6. Investigation summary: bd pas received a customer complaint from a us customer for erroneous troponin results while using the bd vacutainer® pst tubes. Bd pas did not receive samples from this customer for this issue, however, bd pas performed a device history record review which did not identify any non-conformances that may have contributed to the customer¿s reported failure mode. Bd pas performed a clinical complaint evaluation utilizing retention samples from the incident lot. Bd pas did not reproduce the customer¿s reported failure mode (erroneous troponin results). While a root cause could not be established, bd pas performed a site visit to assist the customer (bd associates observed processing, handling and analysis of the specimens) with this issue and provided specimen handling parameters addressing heparin plasma testing in clinical chemistry.

Event description:
It was reported that after use there were erroneous results with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. This occurred on 5 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that there was erroneous results.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use there were erroneous results with a bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. This occurred on 5 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that there was erroneous results. Customer complained about erroneous results reported from vacutainer tube erroneous results on troponin/hcg and cortisol reported out on roche analyzer.